Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs tip cover accessory to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a plastic piece from the monopolar curved scissors (mcs) tip cover accessory broke off while installed on an mcs instrument. It is unclear if a fragment fell inside the patient. Damage was observed on the clear end of the mcs tip cover accessory. The procedure was completed robotically. A post-operative x-ray was taken and read as negative by the radiologist.

Manufacturer narrative:
Updated fields: h2, h6, h11. Additional information: the tip cover accessory was not received, so the customer allegation could not be confirmed. The monopolar curved scissors (mcs) instrument associated with this event was analyzed and tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.